Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Review of the device history records and/or a lot specific complaint database search was not possible for the liner as the lot code required was not provided. An x-ray and pictures of tissue were received with the complaint. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No further additional information was available. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address a reaction to metal.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is considered closed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Additional medical records were received and reviewed. Previous review of provided patient x-rays reveals stem slightly in varus position. Cup inclination was difficult to review due to the implant position, without the implant it is not possible to confirm if this lead to increased wear of the device. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4)

Event description:
Update 11/26/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated osteolysis, pathologic greater trochanter fracture that is healing, metallosis, metal debris around the screw, reactive soft tissue mass, corrosion on the trunnion, threading at the screw/cup interface, and the screw was proud and had a deformation at the head. The stem is being added for the alleged high metal ions (no lab results provided). There was no mention of a loose cup as previously mentioned. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Additional medical records were received but not reviewed per nc ((B)(4)). Previous review of provided patient x-rays reveals stem slightly in varus position. Cup inclination was difficult to review due to the implant position, without the implant it is not possible to confirm if this lead to increased wear of the device. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
In addition to what were previously alleged, ppf alleges pseudotumor, pulmonary embolism, dislocation, metal wear and metallosis. Added law firm, surgeon, account name and product details in ips. Doi: (B)(6) 2002; dor: (B)(6) 2013; (right hip).